Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-25226. It was reported the patient is experiencing pain at the lead and ipg site. The patient stated the ipg feels like it is protruding through her skin and she feels the leads are pulling. As a result, the patient underwent surgical intervention to address the issues. During the procedure the physician added two extensions and decided to explant and replace the ipg to the same site. Post-op the patient's pain at the lead site resolved.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.